Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cubie failed to release. A field service engineer found drawer 2 row e cubie was not present, and the cubie was overstuffed so failed to open and confirmed that the escort was able to recover the cubie. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie was failed to release. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.